Manufacturer narrative:
The third party service provider evaluates/repairs the device on site. We are unable to determine the root cause of the event due to insufficient information available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The third party service provider handles the device repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the device cannot reserve power when charging. There was no patient involvement.